Manufacturer narrative:
(B)(4).

Event description:
The patient contacted dexcom technical support on (B)(6) 2014, to report an inaccurate reading between the continuous glucose monitoring (cgm) system and the blood glucose (bg) monitor on (B)(6) 2014. The patient has a bg meter reading of 47 mg/dl but the receiver did not alert the patient as the low alert was set to 65 mg/dl and his cgm reading was 70 mg/dl. The patient called the paramedics. The paramedics arrived to his home and administered liquid glucose. The paramedics stayed with the patient until he was good. While the paramedics were present, the receiver's audio alerted the patient when his cgm reading hit the low alert level. There was no further report of injury or medical intervention.